Manufacturer narrative:
The suspect device was not returned to olympus. In troubleshooting the problem with olympus technical support via the phone, it was learned from the reporter that the lamp life was at 500 hours. Technical support recommended replacing the lamp to resolve the problem and provided the reporter with the device instructions for use manual. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error message was generated by the device; the reporter was unable to provide an error code. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error e103 could not be determined. Olympus will continue to monitor field performance for this device.